Event description:
It was reported that z syndrome was noted 6 weeks post implant. A yag capsulotomy was performed 18 weeks post implant. In the surgeon's opinion the likely cause of the event was anterior capsular contraction syndrome (accs). The pt's current prognosis was described as "early lens tilt". This report pertains to the pt's right eye. Reference MDR# 1313525-2015-00256 for the event associated with pt's left eye.

Manufacturer narrative:
The lens remains implanted. Therefore it is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.